Manufacturer narrative:
The catalog number and lot code were not provided. The patient indicated that she retained an attorney. Therefore, no additional information is available at this time. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient reported that she requires a revision of her accolade stem due to elevated cobalt and chromium levels.